Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lower display of the external pulse generator was not functioning, that it was blank. Return paperwork also stated that the "display on the bottom screen runs during start up." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper case was broken, the ring was bent, the keyboard was scratched and the serial number label was damaged.